Event description:
It was reported that a patient's right ventricular lead became dislodged. On (B)(6) 2022, the lead was attempted to be reattached to the cardiac wall, but the helix screw would not extend outwards. The patient is described as stable, and the affected lead was explanted, but no further information has been provided.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.